Event description:
On (B)(6) 2012, the patient's mother contacted animas so that the patient's pump could be reviewed as a result of a high a1c value the patient obtained while hospitalized. The patient's mother reported that the patient was hospitalized for pancreatitis on (B)(6) 2012 and discharged on (B)(6) 2012. The reporter stated the patient's blood glucose (bg) when admitted was 300 mg/dl. The patient's mother stated the patient was nauseous, vomiting and had tested positive for ketones. The reporter stated she was told by the nurse that the patient's a1c was 13% and the patient was disconnected from the pump on (B)(6) 2012. The patient's mother was advised that the patient stay off the pump until his hcp appointment. Review of pump history revealed that the pump's date reverted to the default date starting on (B)(6) 2012. Customer support noted that it was not know if the time was also incorrect. The patient's mother confirmed that the pump's date and time were correct with last battery change on (B)(6) 2012. During the call, the patient's mother rebooted pump and confirmed that the pump did hold the correct time and date. The reporter also confirmed the basal rate was correct on home screen. Customer support noted they were unsure of the reason why pump reverted to default date. This complaint is being reported because the patient developed signs/symptoms suggestive of hyperglycemia while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.